Event description:
Clinical study it was reported that 3 days after a coronary drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.3mm, bifurcated, 85% stenosed, 12mm long protion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.5x16mm stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 3 days after the initial procedure the patient experienced a mi and required a tvr of the 1st dx. The physician performed angioplasty with resolution of the patients symptoms. In the opinion of the physician the relationship of the mi and tvr to the taxus liberte' stent is definatley related. This product is only ous approved but is is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.